Manufacturer narrative:
Overconsumption leading to a premature battery depletion has been observed. This overconsumption is triggered by electromagnetic interferences (emi) induced by an electrocautery use during the implantation procedure, very close to the concern device and in a very specific phase of the automatic implantation detection: within five minutes after the ventricular lead connection confirmation. For more information, please refer to the attached analysis report.

Event description:
Reportedly, during a normal pacemaker replacement, just before the pocket closure, the physician used electrocautery and triggered fast battery depletion (until rrt). Update received by mail on 17th october 2023: everything went well the use of the electrocautery before the pocket closure where an absence of pacing was seen at that time. The physician has interrogated the device where abnormal atrial lead impedances were observed (< 200 ohms at the atrial level and > 3000 ohms at the ventricular level). The leads have been tested with the psa and not abnormality was noted. The pacemaker has been replaced and the electrocautery was not use and no abnormality has been noted. The replaced pacemaker has been interrogated and rrt warning was observed.